Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6. And h.10. The returned samples were visually and functionally evaluated on a calibrated console. Inspection of the samples found no obvious defects that would have contributed to the reported event. The cassettes were tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the bss bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassettes were evaluated and met specifications. After investigation of the complaints, it has been determined that the samples met specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
First cassette: the lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. Second cassette: the lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record showed the products were released per specifications. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vacuum did not work during a cataract procedure. The cassette was replaced with another one and it's vacuum did not work. A third cassette replaced the second cassette and the procedure was completed. There was no harm to the patient.